Event description:
The pt stated that he has had uncontrollable high blood glucose levels of 250-500 mg/dl. His normal blood glucose range is 70-120 mg/dl. He stated he did not have any symptoms of high blood glucose. The pt stated he has bloused through his infusion device and given himself insulin injections to lower his blood glucose. The pt stated that he did not feel his infusion device was delivering his basal rates. The pt stated he would switch to his backup infusion device to see if his blood glucose returned to normal. Upon follow up the pt stated his blood glucose returned to normal without switching to his backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.